Event description:
Patient representative reported "severe breast pain, defect in the breast implant, pulling, burning breast pain, breast asymmetries, chronic fatigue, joint and muscle pain, considerable psychological stress, anxiety, rapid heartbeat, difficulty concentrating and depressive episodes¿. This record is for the left side. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, anxiety-product/procedure, depression.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b3, b5, d1, d2a, d2b, d4, d6b, g2, g4, h4, h6

Event description:
It has been determined that the device associated with this complaint is not PMA approved. This record is no longer reportable to the FDA and will be un-reported.